Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy due to stress urinary incontinence, cystocele, and rectocele. The patient underwent mesh release (B)(6) 2010. It was reported that the patient underwent excision of anterior mesh, placement of anterior repliform graft and cystoscopy on (B)(6) 2012 due to anterior mesh pain.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03944. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent autologous fascia pubovaginal sling, cystoscopy, and excision of left vaginal scar and granulation tissue on (B)(6) 2012 due to recurrent stress urinary incontinence and left vaginal and pelvic pain. No additional information has been provided. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2009 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, extrusion, urinary problems, bleeding, recurrence and vaginal scarring. It was reported that patient experienced pulling and pain on left side and underwent mesh revision in (B)(6) 2010 and then underwent removal in (B)(6) 2012. (B)(4).